Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5 fusion where rhbmp-2 was placed inside an interbody cage and implanted via a posterior approach. Post-op the patient allegedly continued to suffer from low back pain and significant leg pain. A CT scan demonstrated left foraminal overgrowth at l4-l5. As a result, the patient has required medical treatment.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.